Event description:
Needles do not have needle guard on them. Needle guard in separate package.

Event description:
Add'l info rec'd from MFR 3/28/00: to address this issue, the mfg facility nip task team will modify the diversion channel to prevent jams. No prior incidents have been reported for this condition and product lot.